Event description:
Patient was revised to address tibial and femoral loosening with knee pain. The loosening was reportedly at the cement/bone interface.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for the cement and tibial tray part and lot number combinations; one prior report for the femoral part and lot number combination. However, review of the as400 system show that 10 other devices from the femoral reported part/lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Depuy (B)(4) was unable to retest the retained cement sample of this product, it was manufactured in may 2006 (expiry date april 2009) and therefore is more than 4 years old and has expired retention, in accordance with the quality retained sample procedure ((B)(4)). The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.